Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and hard disk drive were evaluated and replaced. Coin batteries on the gpos, rtos and generator interface pcb were also replaced during the service event. The customer requested assistance to load calibration file data. The system was tested, was found to be working, and left with the in house biomed department to complete the calibration process.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.